Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulties. The physician performed a revision and indicated that the pocket was initially placed too deep. The patient is reportedly doing well following the procedure.